Manufacturer narrative:
Lifescan has received the meter involved with this complaint on (B)(6) 2011 and completed device evaluation on (B)(6) 2011. Investigation found there was corrosion on the battery contacts. This complaint is being reported as a malfunction due to the failed testing.

Event description:
The lay user/patient contacted lifescan alleging the meter is missing results. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.